Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced sensor anomaly. The customer's blood glucose value was unknown. The customer stated that she inserted a new sensor and the needle hub gave her trouble. The customer stated that the transmitter does not blink when connected to the sensor. The customer reported no electrode. The product was returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened/used.